Manufacturer narrative:
Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient underwent a pump exchange on (B)(6) 2018 secondary to suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed the presence of a deposition in the pump outlet stator. The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a white tissue-like, non-adhered deposition within the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing ball and one of the blades. The deposition was not denatured, and its lack of concentric layering indicates that the deposition did not initially form in the outlet stator, however, its origin could not be determined. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.